Event description:
(B)(4). My side affects started a month after essure was put in, I'd say about (B)(6) 2014, I suffered with hair loss and acne and severe abdominal pain, my periods were more frequent lasting 2 weeks at a time, passing blood clots the size of plums. I took midol to cover up the period cramps, when that quit working I just sat in pain........as the years past the pain got worse, I started peeing my self, and started feeling like my insides were gonna fall out. So I finally took myself to the doctors, and the results of that are a prolapsed uterus, and bladder, I have fluids in my left tube leaking out, I have cysts on my left ovary, one is ruptured, I now have to have a hysterectomy, which goes beyond the reason why I got the essure to begin with. I am nauseated every waking day, vomiting whenever it feels it wants to come up, puking up blood, I've had a loss of appetite, my moods change frequently and I have to take med's to level them out. My thyroid was also checked and negative for any results.